Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead had a loose pin, impedance spikes and variable impedance. The lead pin was re-positioned and successfully seated without movement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had rising and high defibrillation impedance. The lead is still in use. No patient complications have been reported as a result of this event.